Event description:
Healthcare professional reported "the mammary parenchyma is predominantly fibroglandular with nodular images of cystic appearance smaller than 5 mm and the right implant shows hypointense lines characteristic of intracapsular rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.